Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: g4: device is not distributed in the united states but is similar to device marketed in the USA. H3, h4, h6: product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history review (DHR): part # 04.511.635.01s lot #259l960 manufacturing site: früh verpackungstechnik ag release to warehouse date: 08 dec 2023 expiration date: 01 dec 2033 supplier: werk selzach logistik a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Non-sterile part # 04.511.635.01 non-sterile lot #8422p38 manufacturing site: werk selzach logistik release to warehouse date: 01 nov 2023 supplier: synthes USA hq, inc a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on august 8, 2024, the patient underwent the surgery via lefort1 for jaw deformity with the screw in question. The locking of the product in question did not function properly during under drilling. The product was not used. The same product code and different lot number was opened and used. The surgery was completed successfully with no surgical delay. The patient outcome was reported to be stable.